Event description:
It was reported by switzerland that during service and evaluation, it was determined that the pins of the reaming attachment device were pressed the wrong way. It was further observed that the device had missing components, seized mechanics and was frozen/would not move. It was further determined that the device failed pretest for checking pins length of handpiece coupling, checking for mechanical free movement and checking general function in running mode. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of frozen/would not move identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI:(B)(4).